Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the right love handle on (B)(6) 2017. The patient stated that on (B)(6) 2017 he felt itchiness and saw a welt. On the same day, the patient saw a physician for a purpose unrelated to the skin reaction and showed the affected area to the physician. The physician indicated that the itchy welt was due to an adhesive reaction. No medication was prescribed or used. Sensor was removed on (B)(6) 2017 due to an unrelated issue. The irritation was located on the right side love handle area where the sensor had been attached. At the time of contact, it was indicated that the patient was stable. No additional event or patient information is available. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.